Manufacturer narrative:
Patient information was unavailable from the site. The system was not evaluated because the site did not approve service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the surgeon noticed the screens went blank and flashed a message to call technical support. There was no impact to the surgery as the screens quickly went back to normal. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.